Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy, during the anastomosis, after the device was fired, staples did not fully formed and deploy therefore, creating an unsecured connection. The surgeon did an additional resection and have to do re-anastomosis.